Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had pain at ins site, discomfort, soreness and pinching. Dr. Choi moved the ipg from the patients left flank to right buttocks